Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that for both valves, the expansion issue was observed on initial deployment. It was noted that pre-implant balloon dilation was performed prior to each valve attempt. A procedural delay of three to five minutes occurred due to exchanging the system. The procedure was subsequently aborted.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0013030667); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013063625); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012978893); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the valve did not expand correctly due to anatomical structures and was compressed to a very oval shape. Successful implantation was not possible for both valves attempted, as the prosthesis remained very compressed despite two balloon dilatations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: the previously submitted product analysis was submitted erroneously. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups, in its original box and jar submerged in a clear unknown solution. All leaflets showed no damage. All leaflets were in the open position. All commissures appeared intact. No signs of damage. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The c-paddle was a little off. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no infold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups, in its original box and jar submerged in a clear, unknown solution. All leaflets are flexible. With no signs of leaflet damage. Leaflets l1 and l3 were in the closed position, while l2 was in the open position. All commissures appeared intact. There were no signs of damage to the valve frame. The valve was submerged in a warm (37°c) saline bath. A validated production inspection fixture d00151427-26, evolutr frame fixture 26mm, was used to verify the frame size diameter. The inflow crowns appeared not to touch the inner nor the outer diameter of the black limit. Updated d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.